Event description:
It was reported that an ems was used during a hernia repair procedure. It was reported by the affiliate that there were no staples in the device. There was no consequence to the pt.